Manufacturer narrative:
D10: concomitant medical products: cook zenith alpha thoracic endovascular graft. The investigation is ongoing. Preliminary results are not yet available. The device remains implanted and therefore, the device investigation is not possible. All findings will be shared in the final report. Code c21 is reflecting the upcoming results from investigations represented by codes b13, b14, b20 and b11. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on april 2, 2026, from the medidata study database: on (B)(6), 2026, a patient underwent endovascular treatment for reintervention of an endoleak on previously treated aneurysm (isolated lesion) in thoracoabdominal area. Gore® tag® conformable thoracic stent graft with active control system (ctag) was successfully implanted in distal descending thoracic aorta. Proximally to ctag, cook zenith alpha thoracic endovascular graft was implanted. On (B)(6) 2026, the patient was discharged from hospital for home self-care. On (B)(6) 2026, the patient was diagnosed with the infection of all implanted stent grafts and patient was admitted to hospital. As stated by the physician, it is potentially an oesophageal fistula, but not confirmed as no fistula was seen at any time. On (B)(6) 2026, drainage was performed and antibiotic therapy was administered. On (B)(6) 2026, the patient underwent a reintervention, including surgical repair. Thoracotomy and opening of the thoracic aneurysmal sac, and removal of infected thrombus were performed. At the moment, the patient is recovering in the intensive care unit (ICU), after the permanent closure.

Event description:
The following was reported to gore on april 2, 2026, from the medidata study database: on (B)(6) 2026, a patient underwent endovascular treatment for reintervention of an endoleak on previously treated aneurysm (isolated lesion) in thoracoabdominal area. Gore® tag® conformable thoracic stent graft with active control system (ctag) was successfully implanted in distal descending thoracic aorta. Proximally to ctag, cook zenith alpha thoracic endovascular graft was implanted. On (B)(6) 2026, the patient was discharged from hospital for home self-care. On (B)(6) 2026, the patient was diagnosed with the infection of all implanted stent grafts and patient was admitted to hospital. As stated by the physician, it is potentially an oesophageal fistula, but not confirmed as no fistula was seen at any time. On (B)(6) 2026, drainage was performed and antibiotic therapy was administered. On (B)(6) 2026, the patient underwent a reintervention, including surgical repair. Thoracotomy and opening of the thoracic aneurysmal sac, and removal of infected thrombus were performed. On (B)(6) 2026, the patient expired. No additional information was provided by the clinical site.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and confirmed that the affected lot met all pre-release manufacturing and sterilization specifications. Neither the implanted device nor clinical images suitable for direct assessment of device performance were available for evaluation. Based on the available information, there is no evidence to suggest a device malfunction or a product packaging or labeling issue. The reported infection could not be attributed to a specific device. According to the physician, an oesophageal fistula was considered a potential cause; however, this was not confirmed, as no fistula was observed at any time. Based on the incident description and the subsequent investigation, no further information was identified, we are unable to determine the cause of this incident and assign a root cause. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), possible adverse events and complications that may occur and/or require intervention include but are not limited to: infection (e.g., aneurysm, device or access sites), death. Code c19 reflects the results of all investigations, as detailed under codes b15, b14, b20, and b11. Additional information were received from the physician on april 10, 2026, and it included the following: potential cause and type of the infection, if the infection occurred on any other implanted device or only on gore device, patient's status at the time of the follow-up response.